Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately, ten months and nineteen days later, the patient was diagnosed with infection of klebsiella pneumonia. Eventually the patient underwent explanation of the port. The current status of the status was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. The medical report alleges that the patient underwent port placement procedure via right internal jugular vein for venous access. Approximately, ten months and nineteen days later, the patient was diagnosed with klebsiella peumoniae. Then eleven days later, the patient underwent the port removal procedure. Therefore, it can be confirmed that the patient had experienced klebsiella peumoniae. However, the relationship to the port is unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g2, g3, h6 (patient, method, result). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately, ten months and nineteen days later port placement procedure, the patient was diagnosed with infection of klebsiella pneumonia. Subsequently the patient underwent removal of the port. However, the current status of the status was unknown.